Event description:
Report received of three undocumented tubing separations noted during priming. It was reported that these incidents occurred preoperatively in the outpatient surgical setting. The primary tubing sets were being primed with lactated ringers. It was noted that fluid was leaking at the distal y-sites. Upon further investigation, it was noted that the tubings completely separated "as if there was insufficient glue". New tubing sets were obtained and the infusions were started with no further problems. There was no patient involvement and no reported delays in critical therapy. Additional information was requested, but no further information was provided.